Event description:
The customer reported that between 1h00 and 2h00 in the morning, the nurse set up a patient fluid removal of 200 ml. There was no alarm between 1h00 and 2h00. The nurse pressed on change bag to empty the effluent bag at 1h35. It was the only event during that hour. At 2h00, the patient fluid removal showed 6 ml. Accordingly to the scales data, the effluent pump removed 191 ml of patient fluid. The nurse accessed the history and isolated the period from 1h35 to 1h37 and the total patient fluid removal was 188 ml.

Manufacturer narrative:
The treatment data files related to this event have been reviewed by the manufacturer. The review of the treatment data files shows that the operator changed the flow rate at 02:02. In connection with this change of flow rates, the nurse looked in the history file to observe current patient fluid removal rate, and she may have looked at the wrong time period, which led her to believe that patient fluid was 6ml. There was no blood loss or other clinical consequence for the patient reported as a result of this event.